Manufacturer narrative:
The pump was received with button error alarm and intermittent esc button response due to flattened button dome switch. Pump received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that her daughter's insulin pump alarmed button error during a bolus attempt. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.